Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted bariatric revision surgical procedure, the wire at the tip of the 8mm large clip applier instrument derailed, preventing it from clipping and making it unusable. The procedure was completed with no reported injury.